Event description:
It was reported that all gore® endoprostheses implanted were explanted during the conversion to open repair. The aortic neck diameter for the patient was reported to be very narrow( its diameter was approximately 12 - 13 mm).

Manufacturer narrative:
B5, d7: corrected/additional information. H6: code 18: the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: infrarenal aortic neck treatment diameter range of 19 ¿ 29 mm and a minimum aortic neck length of 15 mm.

Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc121200j/20355449, (UDI: (B)(4)), pll161407j/20401699, (UDI: (B)(4)). The instructions for use (IFU)states, the gore® excluder® aaa endoprosthesis is comprised of two components, the trunk-ipsilateral leg endoprosthesis (trunk) and the contralateral leg endoprosthesis. Additionally, the IFU states; the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations:leaking: pending rupture or ruptured aneurysms, patients with less than 15 mm in length of proximal aortic neck according to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: endoleak, surgical conversion. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for a ruptured abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses (two contralateral leg components and an iliac extender component). The patient's aortic neck was reported to have been severely tortuous, short (proximal aortic neck less that 15mm in length, and small in diameter. Post deployment of the endoprostheses, the proximal end of the endoprostheses ID not sufficiently bond with the were not sufficient bonded with the aortic neck wall. A proximal type I endoleak was observed. The physician decided to change to the open repair.